Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) had found the device showing a no storage space error, as per the customer complaint about constant failure. The fse had removed the bad cubie and reseated the retractable cable, row board cable, and bus cable as a precaution. A functional test had been performed, and the hardware test application had been run. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer main 3.1 had a hardware failure. Rss also showed hardware failure with explicitly failing storage space. Reboot and recovery were performed, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.